Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection with an unknown length of time occurred. Data investigation completed on (B)(6) 2019 confirmed signal loss for over an hour. The probable cause was determined to be temporary communication error between device and transmitter, re-connect. No additional patient or event information is available.